Event description:
It was reported that the patient presented to the clinic due to syncope. Interrogation revealed a bipolar ventri- cular lead impedance of 1288 ohms and elevated capture thresholds. Oversensing was noted in the bipolar sense setting.